Event description:
Event description guidant received information that during the implant procedure, the physician lost hold of the guidewire and it slipped into the patient's subclavian vein. The guide wire model number is unknown.